Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the polarity switch took place the same day the patient had surgery and electrocautery was used. The patient was seen for a device check and no programming changes were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that rising impedances were noted on the right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a polarity switch due to out of range high impedance. Now the impedance was stable but higher in both bipolar and unipolar. The lead remains in use. No patient complications have been reported as a result of this event.